Event description:
It was reported that the patient stated "my biggest problem is when I scream or grunting, it seems like my pacemaker doesn't increase and I get light headed." Follow up with the patient's clinic and it was reported that the patient had not seen the clinic since the call. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.